Event description:
The customer reported the image of the gastrointestinal videoscope had vertical noise which occurred in octagonal images. The issue occurred during a procedure and the scope was able to be used to complete the procedure. The scope was checked and the image noise was reproduced. The check also found there was no image when the up angle was applied. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material attached to the tip of the scope. The report is being submitted due to foreign material on the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the distal end was wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and image noise occurred during up and right angulation. Evaluation also found an e216 error message was displayed when angulating in the up and right directions, the image had sandstorm, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. Olympus will continue to monitor field performance for this device.